Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the device worked intermittently. On (B)(6) 2016, it was clarified that the issue occurred on (B)(6) 2016 during surgery. Dr. (B)(6) noticed that the button on the dermatome was not working the way that it should when he was using it to take a skin graft. He said that in order to get the dermatome to work he had to press down on the button and push to the right. He was able to use it to take the split thickness skin graft but requested that the dermatome be fixed. There was no adverse event, harm or injury to the patient or operator and there was no medical intervention/additional surgical procedure was required. There was no extension or delay in the procedure. Another device was not used to complete the procedure. There was no impact/damage to the graft harvest and the blade was properly placed for use. The device has not been repaired by someone other than zimmer biomet. There were no contributing conditions to the reported event and the surgical technique was used for the product. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The customer also returned a power supply, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was (B)(6) 2014 where it was reported that the power supply lights and device was not working and the ball detent, damaged head, damaged control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, and o-ring were replaced and the autoclave case was repaired. This is not a related issue. Zimmer biomet surgical has previously repaired/evaluated electric dermatome power supply serial number (B)(4) four times as documented in the repair reports in livelink. The last repair was (B)(6) 2015 where it was reported that the power supply switch was intermittent and the power switch was replaced. This is not a related issue. The previous repair report for the electric dermatome, serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. The previous repair report for the electric dermatome power supply, serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the electric dermatome on (B)(6) 2016 revealed that the motor would not run and the control bar was in the correct position. The calibration was within specification at all settings. Initial qa inspection of the electric dermatome power supply on (B)(6) 2016 revealed that the unit had a non-hospital grade power cord. Repair of the electric dermatome was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the power cord assembly, power switch, damaged head, damaged control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, calibrating shaft, motor and o-ring. The electric dermatome power supply, serial number (B)(4), included the replacement of the power cord. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the motor was not running. The root cause of the device worked intermittently cannot be specifically determined with the provided information. The issue was resolved with the replaced the power cord assembly, power switch, damaged head, damaged control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, calibrating shaft, motor and o-ring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Electric dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device worked intermittently. The surgeon noticed that the button on the dermatome was not working the way that it should when he was using it to take a skin graft. In order to get the dermatome to work surgeon had press down on the button and push to the right. Surgeon was able to use it to split thickness of the skin graft with no adverse events as a result of the malfunction.